Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. Upon evaluation, the fraction of inspired oxygen (fio2) delivery was out of specifications. The fsr adjusted the solenoid (2) on the blender assembly and was able to have the suspect device within service specifications. The fsr performed operational verification procedure and reported the unit passed all tests. The suspect device was repaired and returned to the customer.

Event description:
The customer reported while using the vela ventilator; the unit displays check oxygen calibration. A carefusion field service representative (fsr) was dispatched and evaluated the suspect device. Upon evaluation, the fsr reported the fraction of inspired oxygen (fio2) delivered was out of specifications. The customer reported no patient involvement is associated with the event.